Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during normal use. The customer stated since then her blood glucose was high. No significant events leading to the alarm were observed. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. It was found that the insulin pump alarmed multiple motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with a47 alarm noted due to corrupted history file and unable to confirm e70 alarm due overwritten a47 alarms in the alarm history screen. The insulin pump has minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip.